Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the vibratory alert on the device did not work. No intervention was performed; the patient was stable and there were no adverse consequences.